Event description:
It was reported the pt hit her pocket site on a door knob. Afterwards, the ipg became angled in the pocket and is causing the pt discomfort. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.